Manufacturer narrative:
The returned product was evaluated and the investigation found corrosion on the batteries. No issues were observed with the fluid path that would allow fluid into the device. The voltages measured through the batteries were low. No issues were observed with the data downloaded from the device. The exact cause of the corrosion on the batteries could not be determined. No issues were observed with the rest of the device.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported [emergency room visit/hospitalization] and [hyperglycemia/hypoglycemia]. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: ust400 17845-5a-aw rev b 09/17 checking your blood glucose chapter 4 / page 36 warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient had been to the medical center and had a stomach bug that the patient was fighting prior to having high blood glucose (bg) levels. Patient¿s blood glucose levels reached 375 mg/dl when patient woke up, a correction was administered, bg levels still rose, went to the medical center and patient¿s bg levels was 540 mg/dl, blood test was done and patient was 580 mg/dl, and patient noticed the pod had some discoloration and possibly scorch marks inside of the shell. The patient wore the pod between 4 and 24 hours on the infusion site (abdomen). Patient's treatment included intravenous fluids and watched patient¿s bg levels come down while at the center. Two weeks ago there was a change made to the patient¿s insulin dose as a result of low bg levels. Patient had some changes to ic ratio as patient had some low bg levels due to climate change when they moved from a cold climate to a warmer climate. The patient checked for ketones at home and they were large, checked again an hour later after the pen correction patient¿s ketones went down to moderate. Patient¿s history: (B)(6) 2018: 11:10 pm bg was 245 mg/dl. On (B)(6) 2018: 6:04 am bg was 375 mg/dl, 6:43 am bg was 350 mg/dl, 8:20 am bg was "hi"(exceeded 500 mg/dl) they gave a pen correction for this but still no change in bg, at this time they decided to go to urgent care. Upon getting to medical center they did a finger test and patient was at 540 mg/dl, at about 9:40 am they did a blood draw between 10:15-10:30 am, the results came back as being at 580 mg/dl; 12:37 pm bg was 338 mg/dl, 1:52 pm bg was 256 mg/dl, this was manually entered, possibly pulled off the dexcom; 4:27 pm bg was "hi" , 4:29 pm bg was 436 mg/dl, 5:56 pm bg was 433 mg/dl, 6:13 pm bg was 383 mg/dl, decided to change the pod on (B)(6) at 6:05 pm (new lot number: l43646). (B)(6) 2018 (after pod change) : 12:40 am bg was 64 mg/dl, 6:21 pm bg was 271 mg/dl, which is a normal reading as patient was snacking, bg was stable and good from pod change on (B)(6).